Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to power-on-reset that could not be reproduced. The device was tested and no anomalies were found. The cause of the bvvi remains undetermined.

Event description:
It was reported that when a patient with syncope presented in the emergency room with backup vvi mode was observed on the device. Patient was otherwise asymptomatic. Multiple attempt interrogations were attempted but all resulted in bvvi status and result of and power of reset was unknown. Device was explanted and a new device was implanted. No further information available.